Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's arm. The customer had contact with a healthcare professional who removed the filament from the customer's arm. Here was no report of death or permanent impairment associated with this event.